Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician successfully placed two cypher stents to the right coronary artery (rca) and attempted to palce a third, but the cypher would not cross the lesion. A taxus express2 2.75x32mm drug eluting stent was then placed, but it got stuck on the wire or the existing cypher strut and when they attempted to pull it out, the stent stripped off the balloon. The physician attempted to snare it, but was unsuccessful and ended up crushing it with another stent to keep it in place. Additional info regarding this event has been requested. Pt status is satisfactory.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt; therefore, no direct product analysis is available.